Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of hospitalization for hyperglycemia and blood glucose of 350mg/dl. The customer treated with a bag of fluids. Customer indicated that the pump shuts off by itself while sleeping. Troubleshooting was performed and found that the pump also excessively alarmed no delivery. Customer indicated that they have changed their infusion sets but the alarm cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.